Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument closed over the structure properly, but blocked during firing and would not open and was unable to be removed from the tissue. With a second instrument, it was set distal again and the first instrument was able to be removed from the tissue. There was no unanticipated tissue loss. There was no reinforcement material used in conjunction with the stapling device.